Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of a safety alert stating that brady pacing may cease with out warning. The patient is listed as pacer dependent.